Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of "high" with trace ketones, although specific value was not provided; cause was unknown. Reportedly, the elevated bg level resulted in kidney stones. Customer was treated with intravenous fluids of saline to address the issue. Customer was discharged on (B)(6) 2023 with the issue resolved and no permanent damage. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.